Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert. Non-sustained rv oversensing was observed due to myopotentials. Programming changes were made and further testing was recommended.